Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure, treating 80% stenosis in the right coronary artery, with implantation of a 3.0 x 23 mm xience xpedition. On (B)(6) 2018, the patient was hospitalized due to a chronic subdural hematoma. Plavix was stopped, and surgical intervention was performed on (B)(6) 2018. Three days post procedure, the patient experienced cardiac arrest. Resuscitation attempts were unsuccessful, and the patient was pronounced dead. Per study physician, the patient stopped plavix use prior to the subdural hematoma intervention. It is possible that thrombosis caused a myocardial infarction. Cause of death was reported to be acute myocardial infarction. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record could not be performed because the lot number was not provided. The reported patient effects of death, myocardial infarction, and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.